Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during surgery, the tip of the drill broke. It was also reported that the broken tip remained in the patient. It was further reported there were no delays, no medical intervention and no adverse consequences as a result of this event.

Manufacturer narrative:
Investigation results indicate that it is not possible to determine the cause of the fracture, however on the analysis carried out on the portion that was returned there could have been a misalignment between the drill and the nail during use, causing the drill to come in contact with the metal nail, resulting in excessive force being applied to the drill. The IFU for the handpiece associated with this device states: "excessive pressure can damage either the drill bit or driver."

Event description:
It was reported that during surgery, the tip of the drill broke. It was also reported that the broken tip remained in the patient. It was further reported there were no delays, no medical intervention and no adverse consequences as a result of this event.